Event description:
During a shoulder scope procedure utilizing a twist drill, flex, crvd, for 2.3 s.a., it was reported that the drill tip broke off in the patient¿s bone. A small shoulder awl was used to make holes around the broken drill tip site to help facilitate removal. The drill tip was then removed with a grasper and the smaller drilled holes were left empty. The procedure was completed with a backup device. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation and it was confirmed that the drill head had broken free from the flexible coil. The breakage of the device has occurred at the distal weld zone of the flexible coil to the drill head. The drill head shows extensive damage at the primary cutting edge. Drill shaft is bowed. This location is the high stress zone of the drill. The breakage is consistent with excessive torsional force. It is unknown if the drill was subjected to any type of radial motion during use or run in the reverse position during removal process from the drill guide. Based on the information provided and the condition of the returned device a root cause could not be determined. A review of the nonconformance database has not identified any issues during the manufacture of this device. No further investigation is warranted at this time. (B)(4).